Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there an error code 41785. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
D3: correction. H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. Review of the event history log confirmed the reported issue. The cause was identified to be a low internal battery charge. The time/date was updated, and the device was charged for 72 hours to resolve this issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.